Manufacturer narrative:
(B)(4). Review of non-contrast CT's from 1 year post-implant revealed that 2 talent thoracic devices were implanted in the patient. The stent grafts were positioned from just past the aortic arch extending into the descending thoracic. The proximal stent graft od measured 30mm and the distal od was 36mm. At the mid-length of the devices there was acute stent graft angulation (125deg) from right - left. Lack of contrast did not permit the assessment of any possible endoleak or the stent graft patency. No other stent graft issues were observed. Review of cta's 3- ½ years post-implant revealed that the stent grafts were positioned within the extremely tortuous thoracic aorta. Several cm's above the junction of the 2 devices, the proximal stent graft was acutely angulated nearly 180deg to the distal stent graft. There was no stent graft disconnection. The diameter of the distal end of the stent graft measured 36mm and it appeared unopposed to the thoracic aorta; there was a distal type I endoleak and a likely rupture of the taa. The stent gr aft was patent and no other issues were observed. The exact cause of the lack of a distal seal and the associated distal type I endoleak and rupture could not be determined from the images provided. Pre-implant and earlier post-implant films (with contrast) were not available for review and comparison. The distal type I endoleak may have been caused by the reported type ii endoleak. Disease progression with vessel dilatation and thoracic angulation may have also contributed.

Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of a 57mm in diameter thoracic aortic aneurysm. At implant, the proximal neck was 28-30 mm and the distal diameter was 30mm. The patient present emergently coughing up blood and was unresponsive. It was reported that the thoracic aneurysm had ruptured approximately 2 cm distal to the talent stent graft. A CT scan found that the aneurysm had increased from 5.7cm to 9.8cm. The stent graft had pulled up into the aneurysm losing distal seal with a large type 1b endoleak. The patient expired before treatment was performed. The physician believes that the loss of seal was likely due to a type ii endoleak that caused the aneurysm to expand.